Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) battery status earlier than expected. The physician alerted the boston scientific representative who then called boston scientific technical services (ts). Ts advised the icm device reached rrt battery status after less than eighteen months implanted. Ts suggested the product should be explanted and replaced. Subsequently an explant procedure was scheduled. The icm device was explanted. Another icm device was implanted to continue monitoring. Device has not been returned. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. Detailed analysis found depleted cell, but cause was not discovered.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) battery status earlier than expected. The physician alerted the boston scientific representative who then called boston scientific technical services (ts). Ts advised the icm device reached rrt battery status after less than eighteen months implanted. Ts suggested the product should be explanted and replaced. Subsequently an explant procedure was scheduled. The icm device was explanted. Another icm device was implanted to continue monitoring. The icm has been returned and analysis performed. No adverse patient effects were reported.